Event description:
Information received regarding the explanted device notes that a holter monitor revealed periods of no capture. The patient was pacemaker dependent and the loss of capture led to seizures.